Manufacturer narrative:
(Patient identifier): (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6), 2022. During the procedure, the physician performed ligation after installing the device normally where there was no difficulty experienced upon setting up the device. When the physician rotated the handle to deploy the band, the fifth band could not be deployed. When the device was removed, it was noticed that the bands were entangled. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.